Event description:
Technician alleged the left intermediate siderail is not latching into the up position. No pt impact.

Manufacturer narrative:
The technician removed the center arm siderail cover and cleaned the siderail latch and the latch spring to resolve the issue.